Event description:
It was reported difficult deflation was encountered following the third inflation during a shunt angioplasty procedure. A needle was inserted percutaneously to puncture and deflate the balloon. Uneventful removal of the balloon catheter followed. Another balloon catheter was used to successfully complete the procedure. The pt's condition is good. This device was received, evaluated and retained by this MFR. The engineering eval indicated the device was received inside of an introducer sheath. There were no bumps, dents or kinks along the shaft length. It was not possible to test the balloon for inflation/deflation since the balloon has been punctured with a needle during the procedure to achieve deflation. Since co was unable to fully evaluate the device, co is unable to determine the exact cause for this event.